Manufacturer narrative:
THE DEVICE REMAINS IMPLANTED IN PATIENT. THE DEVICE WILL NOT BE RETURNED FOR EVALUATION. INVESTIGATION IS NOT YET COMPLETE. A FOLLOW-UP REPORT WILL BE SUBMITTED WITH ALL ADDITIONAL RELEVANT INFORMATION.

Event description:
IT WAS REPORTED THAT ON A SOCIAL MEDIA POST PROVIDING INFORMATION ON MITRACLIP THERAPY, AN INDIVIDUAL COMMENTED THE FOLLOWING STATEMENT: "MY HUSBAND¿S COUSIN HAD THIS SURGERY AND CAUSE HIM TO HAVE A STROKE, AND HE PASSED AWAY. HE NEVER WOKE UP AFTER SURGERY.". NO ADDITIONAL INFORMATION WAS PROVIDED.

Event description:
It was reported that on a social media post providing information on MitraClip therapy, an individual commented the following statement: "My husband¿s cousin had this surgery and cause him to have a stroke, and he passed away. He never woke up after surgery." No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. The Lot History Record (LHR) review was not performed because this incident was based on a social media post and no lot information was provided. Based on the information reviewed and due to the limited information available from the social media post, the cause of the reported stroke and death were unable to be determined. The reported patient effects of stroke and death as listed in the MitraClip System Instructions for Use are known possible complications associated with MitraClip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.